Event description:
Pt undergoing hemodialysis. Dialysis machine programmed to remove 3200 cc of fluid. At the conclusion of treatment, machine indicated 3200 cc of fluid removed. However, the post-dialysis weight of pt indicated a 14 pound weight loss during dialysis. Evaluation of dialysis machine by MFR found a faulty computer board. Board replaced. The pt exhibited no adverse effects.